Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 28-apr-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a vizigo and a clot issue was observed. A clot was visualized within the hub of the vizigo sheath mid-case. The clot was unable to be aspirated out of the vizigo sheath after attempting to remove it. The vizigo sheath was replaced and the procedure continued without further issues. No patient consequence reported. Additional information was received. The patient was being anticoagulated with a goal of 300-350. No errors. No issues related to temperature and flow on the catheter. No ablation was performed when observed. They saw the clot in the sheath. The clot was near the valve. It never made its way to the patient from what they could tell but was unable to be cleared. Therefore, they did not want to continue using the sheath. The patient from what they were aware of did not exhibit any neurological symptoms since the procedure was completed.

Manufacturer narrative:
The investigation was completed on 14-mar-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 00002742 and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. H4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a vizigo and a clot issue was observed. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 11-jul-2025 observed adhesive insufficient. The bwi product analysis lab became aware of the adhesive insufficient on 11-jul-2025 and have also assessed this returned condition as reportable. The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed that the side port tube was partially detached from the hub section, and thrombus/clot residues were observed attached within this section. An irrigation test was performed, and water leakage was observed in the detachment area. For this reason an external manufacturing investigation was requested, and it was determined that this complaint was related to the manufacturing process since the stopcock seemed to press against one side of the device hub, making adhesive unable to be applied to the detachment area. A device history record was performed for the finished device batch number, and no internal actions were identified. The thrombus/clot issue reported by the customer was confirmed. The potential cause of the thrombus residues could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The detachment condition of the side port tube was not reported; however, this failure could be related to the thrombus since the detachment area could cause the aspiration issue. This failure was investigated with the manufacturing team and as it was related to the manufacturing process, prior to this complaint an internal quality notification was received and as result, a black light was provided to the final inspection team to allow for better visibility of the adhesive. The sheath instructions for use (IFU) contain the following recommendations: inject or saline flush only from the sideport. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: tube (g04134) were selected as related to the customer¿s reported ¿clot¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing related¿ issue. Investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: tube (g04134) were selected as related to the customer¿s reported ¿clot¿ issue. In addition, biosense webster inc. Analysis finding of the ¿thrombus/clot residues¿. - investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: tube (g04134) were selected as related to the customer¿s reported ¿clot¿ issue. In addition, biosense webster inc. Analysis finding of the ¿adhesive insufficient¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).